Event description:
The customer observed a negatively biased pt psa result on the vitros eci analyzer. The psa result was reported, however, the physician questioned the result. There was no report of pt harm as a result of this event. Biased results of the direction and magnitude observed could lead to inappropriate physician action.

Manufacturer narrative:
Investigation into this event determined that the root cause of the negatively biased psa result was determined to be user error related to the pre-analytical processing of the pt sample. The sample was stored frozen until it was assayed. The sample was not mixed prior being analyzed.